Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas and left a message with the answering service stating that the patient's blood glucose has been high all day and that the site was changed and bg was still high. Customer technical support (cts) called the reporter back for additional information and troubleshooting, but the reporter stated she was driving the patient to the hospital and was unable to speak at that time. Cts has attempted to follow up with the reporter multiple times without success. There is currently not enough information to determine if there was an issue with the pump or not. This complaint is being reported based on the allegation that the patient experienced high bgs and was taken to the hospital.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/21/2014 with the following findings: the black box data for the date of the complaint is unavailable for review, as it has been overwritten due to continued pump use. The black box data starts on (B)(6) 2013; the date of the complaint was (B)(6) 2013. A review of the pump history showed no alarms outside normal use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. No alarms occurred during testing. A 10unit audio bolus and a 10unit normal bolus were successfully performed during investigation and both were accurately recorded in the pump history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.